Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during quickopt-procedure, the pt went into vt. The physician wanted to end the "quickopt"-test but the programmer would not respond when the physician pressed the "end test" button. The physician removed the wand from the ICD but the device did not deliver hv-therapy. The programmer did not react to the "emergency shock" button and a " software error" message occurred. The pt was defibrillated with an external device. This device was not implanted.